Manufacturer narrative:
Remove statement: multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Add statement: reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 284 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.